Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, a patient who had chronic kidney disease requiring dialysis underwent a transcarotid (tc) transcatheter aortic valve replacement (tavr) and received a 20 mm sapien 3 ultra resilia (s3ur) valve. There was no anomaly observed during device preparation. Regarding the access vessel, the degree of calcification and tortuosity was none. The esheath was inserted from the left carotid artery, and no resistance was encountered during insertion of the esheath or a commander delivery system. The valve was implanted as planned. When withdrawing the esheath, it was observed that the tip of the esheath was torn and almost came off. No patient injury occurred. The esheath will be returned for evaluation.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The complaints for sheath distal tip torn was confirmed during evaluation of returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, 'when withdrawing the esp, it was observed that the tip of the esp was torn and almost came off.' Per evaluation of the returned device, the distal tip tore radially. The failure mode is characteristic of sheath tip tear events. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.